Event description:
It was reported that a user experienced hyperglycemia after pausing the ilet for one hour overnight and not hearing alerts to resume insulin delivery, later finding glucose in the low 300s mg/dl and using subcutaneous insulin by pen to correct; the user also reported intermittent low glucose episodes over the prior months and difficulty reading the display, and requested information about a color-screen upgrade and access to prefilled insulin cartridges. Symptoms included hyperglycemia without loss of consciousness, dka, or other acute sequelae. Outcomes included temporary disruption of glucose control without medical intervention or hospitalization. Investigation included troubleshooting support, user education, and additional training regarding device operation and algorithm behavior. Investigation of this case revealed hyperglycemia with cause unclear, with contributing factors including paused insulin delivery and possible alarm audibility or awareness, while device malfunction was not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.